Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2026 the patient reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 66 mg/dl following a normal meal announcement. The user became unconscious and was found by a caregiver. No long-term health effects were reported.